Event description:
It was reported that the patient with this ventricular lead had experienced infection. A revision was performed and the pacemaker along with the atrial lead and this ventricular lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).